Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient com plications have been reported as a result of this event.